Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo only shows the product packaging so the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."

Manufacturer narrative:
Additional information has been provided and the following fields have been updated. D.10: device available for eval? Yes, d.10: returned to manufacturer on? 06/03/2023. H6. Investigation summary: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. The customer samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h. 10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."